Event description:
It was reported that a 22-year-old caucasian female who underwent primary breast augmentation with a 175cc low bleed gel filled mammary prosthesis (right) and a 225cc low bleed gel filled mammary prosthesis experienced possible bilateral rupture and bilateral baker grade IV capsular contracture post procedure. The breasts began to firm shortly after implantation. The condition did not improve after closed capsulectomy. As a result, explant is planned for (B)(6) 2023. See 1645337-2022-15246 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture/rupture. (B)(4). Explant date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed on january 6, 2023 and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on october 30, 2023. The explant date was clarified to be (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on november 1, 2023. Replacement with mentor gel was performed with explant. The complaint devices was discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).